Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed, 26-28 mmx3.5-3.75 mm target lesion was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.00x28 mm synergy drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. There were no complications reported and patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed 26-28mm in length, vessel diameter was 3.5-3.75mm was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.00 x 28 synergy drug eluting stent was advanced. However, stent could not cross the lesion and the stent strut was found lifted up when the physician retrieved the device. The procedure was completed with another of same device. There were no complications reported and patient status was stable. It was further reported that the shaft broke after the procedure.

Event description:
It was reported that stent damage occurred. The 92% stenosed 26-28mm in length, vessel diameter was 3.5-3.75mm was located in the severely tortuous and moderately calcified left circumflex coronary artery. A 3.00 x 28 synergy drug eluting stent was advanced. However, stent could not cross the lesion and the stent strut was found lifted up when the physician retrieved the device. The procedure was completed with another of same device. There were no complications reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc synergy ous mr 3.00 x 28mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy ii des device. The crimped stent length and crimped stent diameter of the returned device were consistent with a synergy ous mr 3.00 x 28mm stent. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break 10mm proximal to the distal end of the strain relief with the manifold hub not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.